Event description:
It was reported the pt's scs ipg was explanted due to the device protruding from his chest.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was include din field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.